Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition, which would have been visible through the viewing port, upon placing the pod. Diabetics are trained to monitor their bg's on a regular basis and insulet trains and provides labeling referencing the same. Due to the monitoring by the pt, she realized that there was an issue, and took appropriate action. The product user guide instructs the customer to "check the infusion site frequently for proper cannula placement." It also suggests frequent blood glucose monitoring to detect and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the pod per the instructions. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in-process as of the date of this report.

Event description:
Customer removed the pod after her blood glucose was registering high (no specific values were reported, but it assumed to be >250 mg/dl) for about six hours and when removing the pod, she noticed the needle but no cannula. Pod will be returned for evaluation.